Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded/loose drive support disk. The unit had a scratched lcd window and cracks on the display window corners, battery tube threads and reservoir tube lip. The device also had a missing end cap sticker.